Event description:
It was reported that this right ventricular (rv) lead was explanted due to damage. A new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. A slight damaged in the lead insulation surface approx. 103-105mm from the terminal pin was noted that appeared to have been grabbed with a tool. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to damage. A new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The complaint device was not returned to bsc and product analysis could not be performed. Product record reviews did not identify a product quality issue or new patient harm. Available information indicated that lead was damaged during removal of previously implanted chronic atrial lead. It can be concluded that user error factors most probably contributed to the event.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to damage. A new lead was successfully implanted. No additional adverse patient effects were reported.